Manufacturer narrative:
Article citation: martinez nunez p, perez gonzalez m, juarez cordero a, "late seroma of the breast in association with covid-19 infection: two case reports." Eur j plas surg. 2021; 45:671-674. Https://doi.org/10.1007/s00238-021-01898-y. (B)(4). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Through journal article "late seroma of the breast in association with covid-19 infection: two case reports¿ reports a patient who presented with significant volume increase of left breast, associated with a feeling of intense pressure at the same location. At the time of presentation, patient complained of having respiratory symptoms that had developed almost simultaneously to the changes to their breast. "A sars-cov-2 covid-19 pcr test of a nasopharyngeal swab was positive, confirming the diagnosis of covid-19" which is not related to the device. An ultrasound-guided puncture of the breast yielded 180 cc of periprosthetic serous fluid. Analysis of the fluid showed an acute inflammatory response with abundant neutrophils; immunohistochemical analysis excluded bia-alcl. The seroma recurred while there was worsening of the patient¿s respiratory symptoms. The patient¿s condition improved, the periprosthetic collection was surgically drained; there were no further relapses. The device remains implanted.